Manufacturer narrative:
A stryker customer quality engineer (cqe) reviewed the device electronic record and verified that the device experienced the reported issue. It was observed during evaluation that the battery pins were heavily corroded. The cqe determined that this may have caused/contributed to the reported issue, however a conclusive cause could not be determined. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use. The patient associated with the reported event did not survive. There were no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use. The patient associated with the reported event did not survive. There were no alleged device contribution to the patient outcome.